Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed that there were two leaks from the instrument. The fse indicated that there was a leak from the sheath restrictor tubing and the fse replaced the tubing to resolve the leak. The fse stated that there was another leak from the yellow stripe tubing through pinch valve vl57a. The fse replaced the tubing to resolve the leak. The fse found that the differential light scatter (ls) offset voltage was high; the fse realigned the laser and adjusted the sample pressure to resolve the issue. The fse then discovered that the instrument generated stripper plate not in error and the fse cleaned the stripper plate piston to resolve the errors. The fse verified the repairs as per established procedures and results met published specifications. Failure mode of the event is attributed to tubing at pinch valve vl57a and tubing at the sheath restrictor; the fse also found a misaligned laser causing a high differential ls offset voltage. (B)(4).

Event description:
The customer reported approximately 10 ml of clear fluid leaked from the flow cell area of the coulter lh 780 hematology analyzer while running patient samples. The customer stopped using the instrument and indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and face protection at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event. The customer stated that quality control (qc) results and startup tests passed within specifications prior to the event.